Event description:
It was reported that during procedure, a jade balloon ruptured and got trapped in-vivo resulting in surgical cutdown for removal of the balloon. Additional information was received on 2026/02/13: 1. Did the balloon become fully detached or was it damaged intact? - part of the balloon became detached as well as the balloon marker. The other half of the balloon was removed from the body. 2. Was there any balloon fragments left in-vivo or was it completely removed? - it was completely removed with surgery. 3. Anatomical information? (Vessel / location / tortuosity / calcification / stenosis % / etc.) - proximal sfa, heavy calcification, ~90-95% stenosis. 4. Was there a delay in the procedure that resulted in patient harm? If yes, what was the harm? - no. 5. Will the facility release any images or films of the incident for review by the engineers? - no. 6. What is the status of the patient? - stable upon completion of the procedure.